Manufacturer narrative:
(B)(4). Reported event was confirmed due to patient x-rays from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported a patient underwent initial total hip arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to periprosthetic fracture and unstable prosthesis. Patient had presented with pain two days prior to revision and was unable to bear weight or walk. The femoral stem and head were revised; cerclage cable system was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.